Event description:
In 03/07 reporter stated that mesh (from previous hernia repair in 2003) was found broken in her stomach, that this eventually led to its removal and an additional surgery. Following revision her body rejected an unknown brand of mesh and this was accompanied by a very bad infection. Currently, consumer states that she has an open wound that requires daily dressing changes by a visiting home nurse. Patient states that 1 yr following her initial surgery she began experiencing pain in her abdominal area. She felt tired, uncomfortable and her left leg pained constantly. She experienced low back pain, difficulties ambulating and problems toileting. She had no fever at this time, nor did she have any fever prior to her most recent surgery. The only additional symptom that she had was drainage from her incisional site. Cat scans and ultrasounds showed no abnormalities. Her attorney told her that there had been a recall on surgical mesh - but it wasn't the type of mesh that she had used. Currently her incision is approximately 6 1/2 inches deep and she has a follow up appointment scheduled. She feels fortunate to have acquired a new primary care physician that listens to her. It was her new primary care provider that found a surgeon that did her exploratory procedure.